Event description:
It was reported that a vessel closure of an unspecified access site was attempted using two prostyle devices. Reportedly, both devices experienced a misfire [failed to deploy]. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional used prostyle device was received by the returned goods lab with a guide break. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A prostyle device was received with a confirmed guide break and bend. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.